Manufacturer narrative:
Investigation: checking the DHR of the involved lots #2419882, #2412566 #2425153 and #2330524, no pre-existing anomaly was found. This is the first and only complaint received on this lots #. Device analysis. Devices involved were not returned to limacorporate for further analysis. Checking the sterilization charts of the components removed in the revision surgery hereby reported, no preexisting anomaly that could have contributed to this event has been discovered. In conclusion, we cannot determine the exact root cause of the event. However, base on: - the sterilization charts of the lot numbers involved were checked and no pre-existing anomalies were found. - this is the first and only complaint received on the lot numbers involved. - no additional information is available regarding this event; therefore, we are not able to carry out any further investigation. We may conclude the event as not product related. Pms data: (B)(4) similar events from (B)(4) units sold in australia (B)(4) in the past 3 years. (B)(4) similar events from (B)(4) units sold worldwide (B)(4) in the past 3 years. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Limacorporate continues monitoring the market to promptly detect any further similar issue. This is the final MDR.

Event description:
Shoulder revision surgery of a smr reverse prostheses performed on (B)(6) 2025, due to possible infection and arthrofibrosis with stiffness. Removal of glenosphere and reverse body and putting in a new 140-degree humeral body, humeral liner and 40 mm glenosphere. The following devices were explanted: · smr reverse humeral body (product code 1352.20.010, lot # 2419882- ster. (B)(4)) - sold in us. · smr reverse hp liner medium (product code 1362.09.015, lot #2228636 - ster. (B)(4)). · smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot # 2425153- ster. (B)(4)) - sold in us. · bone screw ø6,5 h.25mm (product code 8420.15.020, lot #2330524- ster. (B)(4)) - sold in us the previous surgery was performed on (B)(6) 2024. Event happened in australia.

Event description:
Shoulder revision surgery of a smr reverse prostheses performed on (B)(6) 2025, due to possible infection and arthrofibrosis with stiffness. Removal of glenosphere and reverse body and putting in a new 140-degree humeral body, humeral liner and 40 mm glenosphere. The following devices were explanted: smr reverse humeral body (product code 1352.20.010, lot # 2419882- ster. 2400171). Smr reverse hp liner medium (product code 1362.09.015, lot #2228636 - ster. 2300040) sold in us. Smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot # 2425153- ster. 2400204) sold in us. Bone screw ø6,5 h.25mm (product code 8420.15.020, lot #2330524- ster. 2300285) sold in us the previous surgery was performed on (B)(6) 2024. Event happened in australia.

Manufacturer narrative:
Investigation: checking the sterilization charts of the involved lots #2419882, #2412566 #2425153 and #2330524, no pre-existing anomaly was found. This is the first and only complaint received on this lots #. We submit a final MDR when the investigation is complete.